Event description:
It was reported that the patient had received inappropriate defibrillation therapy. It was also noted that the right atrial lead exhibited noise and low sensing anomaly. On (B)(6) 2018 the device was explanted and replaced. No further information was reported.

Manufacturer narrative:
The reported event of high voltage output was confirmed. Sensing and high voltage output were tested on the bench and no anomaly was detected. A review of the egms stored in the device image showed that the shocks were a result of programmed settings and the device was normal.